Manufacturer narrative:
Results of investigation: vyaire medical was able to verify customer's reported problem that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower damage due to overheating. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Logs and screenshots received. According to the logs, alarm 240 and 241 was active on the device. After the unit was shutdown and restarted, alarm 316 was triggered together with alarm 240 that shows high blower temperature that might damaged the blower. This eventually affected the flow and resulted in alarm 401. Inspiration valve test, tightness checks and step position test performed. Screenshot results shows the turbine not running smoothly due to temperature peaked from 50 degrees to 88 degrees celsius in 4 minutes. Swapping or replacement of the blower with the loaner requested. Also, ask for clarification with the end user if the blower was noisy prior to failure. Investigation is still ongoing.

Event description:
The customer reported alarm 401 (inspiration valve or device leaky) and 316 (blower failure) while using the bellavista 1000 during ventilation. At this time, there is no patient harm or injury associated with the event.